Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 120 to 150 mg/dl fasting. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 1:39pm) with results of 196 mg/dl and 213 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1:100mg/dl (B)(6) 2015 12:27pm; memory 2:252mg/dl (B)(6) 2015 02:52pm; memory 3:96mg/dl (B)(6) 2015 12:35pm; memory 4:228mg/dl (B)(6)2015 12:31pm; memory 5:272mg/dl (B)(6) 2015 11:10am. Based on the customer's expected blood glucose results of 120 to 150 mg/dl and the highest fasting test result recalled in meter memory of 272 mg/dl; the complaint is reportable - zone c.